Manufacturer narrative:
Samples received: 6 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received six closed samples for analysis and two open (only the support cardboard is received with the thread broken into small pieces as can be seen in enclosed picture). The thread of both open samples has been degraded by hydrolysis along the time. Tightness test to six closed samples has been performed and one of them is not tight. We have checked carefully the untight sample and we have noticed that there is a hole in the aluminium foil due to displaced inner support card. The thread of this untight pack is also broken into small pieces (thread has been degraded by hydrolysis along the time). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the open samples received and one of the closed samples received do not fulfil the product specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Based on the conclusion derived from investigation, it is not required to make further actions in distributed product. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect: sixs_03.1_2015.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that upon opening the package the suture breaks into multiply pieces.